Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4)

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -13.0/+2.0/067 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault and lens rotation. Reportedly, the lens was also repositioned prior to lens exchange. The lens exchange resolved the problem.

Manufacturer narrative:
Report source: user facility is incorrect, should be distributor. Device evaluation: the lens was returned dry in a micro centrifuge vial. There was residue on product. Visual inspection found no visible damage to the lens and foreign material on lens surface (residue on lens). (B)(4).